Event description:
Disease: subclavian vein obstruction. Used medicine1: ravonal, musculax, fentanest, forane. Insertion was done in 25 minutes after above medicine is used. Eruption appears in 5 minutes after insertion. Used medicine2: flumarin, ephedrone, flumarin was used during insert the catheter. To decrease of blood pressure, ephedrone was used but did not response. Additional details provided on the case: heparin was used when inserting the catheter. Saline 500ml + bisulase 1a 1cc + heparine. Doctor put heparin in the tray and absorbed it with syringe. Antisepsis method: used chlorhexidine gluconate (chlorhexidine + ethanol) suture: nylon. None of them were shocked, but the eruption, which resembled allergic symptom spread to the whole body from the insertion part.